Manufacturer narrative:
The lot number of the device used is unknown; consequently, the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
Note: age and weight of the adult female patient is unknown. It was reported to boston scientific that while using a hyrdothermablator procedure set during an hta procedure, the patient suffered a cervical burn (degree unknown). The physician did not feel that burn was significant. The case went according to plan, but had a fluid loss alarm at 8:30 minutes into the ablation. Physician started the cool down at that point. Physician noted some blanching of cervix and posterior vaginal wall. Physician used premarin cream to treat the burn. At follow up appointment, patient was noted as "doing well".